Manufacturer narrative:
The device was tested and serviced by a third party servicer. They reported to mmdg that the pump up occlusion alarm failed during testing, and mmdg considers this reportable. The third party servicer reported that they serviced the pump to correct the issue.

Event description:
The initial reporter states that the pump failed the up occlusion alarm test. This occurred during testing by a third party servicer and no patient was involved. Complaint- (B)(4).